Manufacturer narrative:
(B)(4). Additional information: as the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain 7 of 10 of peritoneal dialysis therapy. The technical service representative advised the patient to end therapy and complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.